Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected which revealed no obvious defects or abnormalities. Next the irrigation was functionally inspected, in which saline was purged through the catheter. The volume of saline output was normal and as expected. Finally the device was leak tested three times with pressure decay tests and it was found to be without the acceptable specifications each time. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter to treat atrial fibrillation they found the catheter had reduced irrigation. During preparation they confirmed that the saline was properly flowing out of all six of the irrigation ports. Warm up was performed and then the catheter was removed, they observed that saline was only flowing through four of the six irrigation ports at this point. They wiped off the tip and tried to flush the catheter, but the issue was not resolved. They then replaced the catheter and they were able to complete the procedure without patient complications. The catheter has been returned for analysis.

Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter to treat atrial fibrillation they found the catheter had reduced irrigation. During preparation they confirmed that the saline was properly flowing out of all six of the irrigation ports. Warm up was performed and then the catheter was removed, they observed that saline was only flowing through four of the six irrigation ports at this point. They wiped off the tip and tried to flush the catheter, but the issue was not resolved. They then replaced the catheter and they were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.